Event description:
Hosp contact reported that the outer box was opened prior to use and damage was noted to the inner packaging. They opened a second box and noted the same problem. As the damage resulted in a breach of the packaging, it is possible that this could go undetected if this were to recur. It is likely however that this would be noted prior to use. Depuy spine is taking a conservative approach and filling an MDR to document this event.